Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting the catheter spiraled leaving the distal portion of the catheter around the right ventricular (rv) lead. Attempts to removed the catheter resulted in the lead becoming dislodged. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the catheter was not returned with the lead. If information is provided in the future, a supplemental report will be issued.